Manufacturer narrative:
Received the information, reviewed trends and it is the first occurence and it has been added to our complaint system for monitoring and trending. No further action is required from our side.

Event description:
Supplied connector to the 24fr has cracked multiple times/multiple patients (3 times, 3 patients) all within 48 hours. Connecting tube is then placed into silicone reservoir. No issue with the spiral drain, only the connector. The supplied connector has cracked in the same location on all patients. The hospital had to changed connectors to ther own as a remedy. The lot f1611069 is what was found on the label of the spiral drain. Nothing wrong with performance od drain. Connector is non-functional. No patient harmed.